Event description:
Legal case ¿ USA. It was reported that approximately 85 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-1732-2022.

Manufacturer narrative:
Concomitants: "(B)(6) 180-01-52 - nv crown cup clstr hole 52mm group 2. (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6) 188-01-05 - wedge plasma x/o sz 5. The product associated with the reported event is within the scope of recall z-1732-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: a2; a3; b5. H6: health effect: clinical code, type of investigation. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available liner was used. The most likely underlying cause for the revision reported is prosthesis wear and bone fracture and a combination of risk factors specified, such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 85 months after a left total hip replacement procedure, the patient underwent a revision procedure to address discomfort and premature wear of the polyethylene liner on imaging. Revision surgery operative notes were provided. Pre-operative and post-operative diagnoses indicated polyethylene wear and osteolysis s/p left total hip arthroplasty with recalled prosthesis, left greater trochanteric fracture, nonunion. Findings indicated no significant wear noted at the trunnion of the well-fixed stem. There was significant wear superolateral within the polyethylene however it remained intact without any areas of full thickness wear. There was an area of lysis particularly at the central and anterosuperior screw holes of the cup. The liner and head were revised to exactech devices. The greater trochanteric fracture was bone grafted. The patient emerged from anesthesia and was extubated in the operating room before being transferred to the pacu in stable condition. No further issues or complications were reported. No additional information is available.